Event description:
This report is being submitted for a peritonitis event. This is a spontaneous report by a nurse from the USA received on (B)(6) 2010 of cramps and cloudy effluent in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's (B)(4), it was reported that on (B)(6) 2010, the patient experienced cramps and cloudy effluent. On (B)(6) 2010, a sample of the cloudy effluent was sent for analysis but results were pending at the time of reporting. The patient was not hospitalized for the symptoms and treatment for them was not reported. It was not reported whether dianeal pd4 ambuflex therapy was ongoing. The patient had not recovered from the symptoms at the time of reporting. Concomitant medications were not reported. Per the nurse, the symptoms were unrelated to dianeal pd4 ambuflex therapy. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This report is related to the following report numbers for the same peritonitis event: 1423500-2010-02527, 1423500-2010-02528, 1423500-2010-02529, and 1423500-2010-02530.

Event description:
It was reported to boston scientific corporation that radial jaw 4 biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps failed to close properly preventing an adequate biopsy. No damage was noted to the device and no resistance was encountered while advancing the device through the scope. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A review of the product's labeling was performed. The current labeling provides a warning that states 'use aseptic technique'. The warning also states "contamination of any portion of the fluid path may result in peritonitis". "If contamination is suspected follow the instructions supplied by your physician for proper procedure". The labeling was found to be sufficient. Baxter has received similar reports. The root cause investigation is in progress.